Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the issue, and they successfully started their sensor session.